Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the prod met specs when released for dist. Analysis: visual examination of the returned device noted no signs of physical damage. Examination did identify the presence of moisture in the gas port. The device was then dissected, which confirmed the presence of moisture inside the envelope. Vacuum testing isolated the leak path to a small cut (0.004 inches in length) on the silicone fabric, which likely occurred during mfg. Medtronic has rec'd similar reports of membrane leaks with this model silicone oxygenator. Investigation of those reports has identified possible causes for the leaks, which are currently being addressed by mfg. Specifically, steps have been taken in mfg to reduce assembly variability, and packaging improvements are being assessed in efforts to reduce damage that may occur during shipment. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: reduced device performance occurred and was related to the event. Clinical observation made while priming of the unit, prior to use, with no pt involvement.

Event description:
Medtronic rec'd info that this silicone oxygenator exhibited a liquid to gas leak. This observation was made while priming the unit, prior to use, with no pt involvement.